Manufacturer narrative:
The insulin pump passed the displacement test and self test. No hal software error detected or the main arm cannot communicate with the motor arm alarms noted during testing however, the formatted history file confirmed hal software error detected and the main arm cannot communicate with the motor arm alarms due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call insulin pump received software error detected. Customer¿s blood glucose level was unknown. The device will be returned for analysis.